Event description:
It was reported that during a lap total abdominal hysterectomy procedure the device would not pass the selft-test. Used a second like device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 07/08/2008. The analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during ths inspection and testing. However, a corrective and preventive action has been initiated to address this issue. The noise issue may occur due to the contact of metal to metal (blade with the clamp arm). Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.